Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) level of 299 mg/dl after eating without a meal announcement, following clinical diabetes specialist (cds) guidance. Troubleshooting confirmed normal insulin delivery, with no site or tubing issues and insulin drops observed during the fill tubing test. The agent advised the user on the ilet¿s learning algorithm and the importance of remaining connected for accurate adaptation. Bg was corrected through continued insulin delivery. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.